Event description:
Surgeon states that "implant was defective." Intraocular lens was loaded and released into right eye in the capsular bag. Surgeon noted that the entering haptic fell out of the optic and the trailing optic did not leave the inserter. Forceps were used to remove the haptic which had never been released into the bag. A rent was noted in the approx. 3 o'clock position in the posterior capsule requiring an anterior vitrectomy.